Event description:
A complaint was received which indicated that an operator of the advia 120 was sprayed with the contents of the "waste tank". In review of the event it was learned the operator felt that the waste tank was taking too long to empty. Operator popped off the vacuum line coming out the top of the waste tanke while the system was pressurized and was sprayed with the contents of the tank. Typically the tank may contain used reagent along with human source materials. The instructions provide the correct way to drain this vessel and the operator simply did not follow them as indicated. A customer bulletin has been provided to users of the advia 120 system, as well as those who use systems with a waste tank of similar design and operation emphasizing the proper draining procedure.